Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the issue is ongoing and the patient desires a full system explant as he stopped using the system 4 years ago due to "no longer needing it".

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences pain at the scs ipg pocket site which radiates down his leg (date of event is unknown). The patient would like to have the ipg explanted.